Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -there was a malfunction of the combined devices (the endoscope, the video processor, the digital light source cable), not this device. -the endoscope communication became unstable due to adhered water droplets or dust. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the endoscopic image was not displayed and error (B)(4) (scope communication error) was displayed. Also, error (B)(4) (scope communication error) was displayed during the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.